Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed, a material red was observed inside the syringe ,confirming the reported event. Also, a picture was provided for media inspection which material red was observed inside the syringe.

Event description:
It was reported that a foreign material has occurred. The target lesion was located in the shunt limb vessel. An encore 26 was selected for use. During preparation, a foreign material which is something like a red fragment inside the cylinder was noted. Hence, the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed, a red material was observed inside the syringe, confirming the reported event. Also, a picture was provided for media inspection which red material was observed inside the syringe.

Event description:
It was reported that a foreign material has occurred. The target lesion was located in the shunt limb vessel. An encore 26 was selected for use. During preparation, a foreign material which is something like a red fragment inside the cylinder was noted. Hence, the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that a foreign material has occurred. The target lesion was located in the shunt limb vessel. An encore 26 was selected for use. During preparation, a foreign material which is something like a red fragment inside the cylinder was noted. Hence, the sterility of the device was compromised. The procedure was completed with another of the same device. No patient complications reported.